Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9277975, medical device expiration date: 2022-09-30, device manufacture date: 2019-12-06, medical device lot #: 9284929, medical device expiration date: 2022-09-30, device manufacture date: 2020-01-07." A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the transfer device is not filling tubes completely during use with a bd vacutainer® blood transfer device holder with female luer adapter. The following information was provided by the initial reporter: we are having trouble with these transfer devices not filling tubes correctly, they just "sputter" blood through. In the last week one tech reported this happening with at least 10 different devices from lots 9284929 and 9277975. The devices appear to be in normal condition, no cracks or anything. The tech tried other tubes and had the same issue. When she switched out the transfer device, the new one worked, so she feels it is definitely the transfer device. No samples needed to be redrawn. Additionally, on 2020-05-18 the bd sales consultant provided the following additional information: spoke to lab, and stated that this is a random occurrence where the blood "sputters" into the tube and only fills about 1 ml into whatever tube they need to fill. When this occurs, they remove the btd and replace it with another one and a new tube, and it usually works successfully. This situation has only occurred with the lot #s she provided.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/19/2020. H.6. Investigation: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for insufficient blood flow with the incident lot was not observed. Additionally, retention samples were selected from bd inventory for testing and upon completion, no issues were observed relating to as all insufficient blood flow samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product.

Event description:
It was reported that the transfer device is not filling tubes completely during use with a bd vacutainer® blood transfer device holder with female luer adapter. The following information was provided by the initial reporter: we are having trouble with these transfer devices not filling tubes correctly, they just "sputter" blood through. In the last week one tech reported this happening with at least 10 different devices from lots 9284929 and 9277975. The devices appear to be in normal condition, no cracks or anything. The tech tried other tubes and had the same issue. When she switched out the transfer device, the new one worked, so she feels it is definitely the transfer device. No samples needed to be redrawn. Additionally, on 2020-05-18 the bd sales consultant provided the following additional information: spoke to lab, and stated that this is a random occurrence where the blood "sputters" into the tube and only fills about 1 ml into whatever tube they need to fill. When this occurs, they remove the btd and replace it with another one and a new tube, and it usually works successfully. This situation has only occurred with the lot #s she provided.